Manufacturer narrative:
H3: the pipeline flex braid was returned within the a plastic tube; inside of a sealed bio-hazard bag and a shipping box. There was no pusher or catheter returned with the braid. When compared to the drawing the distal and proximal ends of the pipeline flex braid were fully opened and moderately frayed. No other anomalies were observed. Based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal end and resistance during delivery. The distal and proximal ends of the pipeline flex braid appeared to be fully opened and moderately frayed. The damage on the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. Possible contributing factor of failure to open and resistance during delivery includes patient tortuous anatomy. Since the pusher and catheter were not returned; any contribution from the pusher and catheter could not be determined. There was no non-conformance to specifications identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex device did not open during a procedure. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 2.8mm x 2.6mm x 2.7mm located in the bifurcation of the right middle cerebral artery. The distal and proximal landing zone was 2.6mm x 2.7mm. The patient¿s vasculature was minimal in tortuosity. It was reported that the pipeline could not advance in the distal part of the medtronic microcatheter when it reached the supraclinoid segment of the left internal carotid artery. The physician released the slack in the system and it resolved the issue, but then it was reported that the pipeline failed to open on its distal part which was positioned on a bend. Approximately more than 50% of the pipeline had been deployed before it failed to open. There were no additional steps to try to open the pipeline, so it was removed with the microcatheter from the patient. The procedure was completed using a new device. No patient injury was reported as a result of the event.